Event description:
It was reported the balloon was prepared by the nurse and had of a normal shape. Once in place, unable to detect the balloon inflating in the eto. The pressures were very high in the aorta and the cardioplegia did not arrest the heart. The md decided to deflate the balloon, reposition it, and replace the guidewire correctly in the ascending aorta and then inflate the balloon again. Once more, we did not see the balloon inflating. The pressure in the balloon rose until more of 700mm hg. The md stopped the procedure and removed completely the balloon to convert with chitwood. He asked to inflate the balloon outside the patient and then we saw the shape completely deformed, more or less cylindrical shape.

Manufacturer narrative:
Device evaluation: the device balloon was aspirated twice then inflated with 20cc of air per the mpi. As stated in the problem description section, the balloon had a normal shape during prep. The inflated balloon is deformed and has taken on a set to the section of the heart in which it was placed. Visually, the device has no other defects. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected with this device. The reported event could not be confirmed. The event did not lead to a quality threshold being exceeded; therefore a CAPA will not be initiated. The information will be included in trending and future CAPA determinations.

Manufacturer narrative:
Change in operative strategy, procedural delay. A device history record review was completed and this device met all specifications upon distribution.